Manufacturer narrative:
H4: device manufactured between september 05, 2019 to september 07, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from an unspecific location. This issue was identified during setup/preparation prior to patient use. There was no patient involvement. No additional information is available.